Event description:
It was reported that the screw keeps breaking an abutment. The patient keeps returning for new screws.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.